Event description:
A facility crew connected the device to a patient, described to be in excess of 450 pounds. Reportedly, the device prompted connect electrodes. No additional information regarding the event was reported. The reporter stated there was no untoward affect to the patient resulting from the use.